Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After the impella was implanted the physician noticed some blood leaking from the connection of the impella red plug area and the gray tube. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.